Event description:
According to the reporter, occurred during a laparoscopic bariatric procedure. The stapling device was being applied to the stomach. The stapler was not able to fire. The surgeon was able to press the green button. A component of the device broke off and the trigger broke. In order to resolve the issue and complete the case, another manual stapling handle was used . There was no patient harm. The patient outcome is alive, no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.